Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, non-calcified, eccentric, 75% stenosed, de novo, distal left anterior descending (lad) artery after the 3.0 x 12 mm xience alpine stent implantation an intravascular ultrasound (ivus) was advanced into the stent to check the vessel wall apposition. During removal of the ivus it became entangled with the stent implant and could not be removed. A 0.010 guide wire and a 5 fr guide catheter were unsuccessful in moving the ivus; however, a 6 fr guide catheter and a non-abbott balloon over the 0.010 guide wire were successful in retrieving the ivus and it was removed from the anatomy. The procedure was completed without issue. There was no reported adverse patient effect, no reported adverse stent implant damaged, and no clinically significant delay in the procedure. No additional information was provided.